Event description:
Customer reported his insulin pump alarmed during a self test. Customer's blood glucose was 104 mg/dl. The customer was assisted with clearing the alarm. Troubleshooting found the insulin pump failed the self test. The customer was advised to replace his insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed during self test due to faulty connector on remote frequency board. No alarms during testing noted. Unable to perform blood glucose meter test due to alarm. Insulin pump had minor scratches on display window and cracked case at display window corners.